Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2017 with the following findings: 1-battery compartment and cap are undamaged and able to fit. The pump powers up with auditory and vibration to a blank screen, unable to verify all steps and to adequately investigate reported ¿power ¿complaint. Pump¿s cover was removed, u22 eeprom component was found cracked. The 3the upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2¿. ( is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is concluded.